Event description:
Reporter alleged the lancet needle sticks out when the cap is placed on top of it and will no retract. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.